Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during testing the heartstart xl pacer output was reading low at approximately 4.8ma instead of 30. There was no patient involvement.